Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to oversensing noise, external source was suspected as the cause. At the time of the shock, the patient was lying in bed calmly. Subsequently, this system was explanted and replaced. Data analysis was requested but the system was already revised. Technical services indicated that there were strong muscle artifacts assumed to be the cause of the oversensing. Although, electromagnetic interference (emi) was suspected, they originated from muscle activation. No additional adverse patient effects were reported. This device and electrode are expected to return for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks due to oversensing noise, external source was suspected as the cause. At the time of the shock, the patient was lying in bed calmly. Subsequently, this system was explanted and replaced. Data analysis was requested but the system was already revised. Technical services indicated that there were strong muscle artifacts assumed to be the cause of the oversensing. Although, electromagnetic interference (emi) was suspected, they originated from muscle activation. No additional adverse patient effects were reported. This device and electrode were returned for analysis.